Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they did not getting enough insulin. The customer¿s blood glucose value at time of incident was 299 mg/dl. The customer also reported that they getting an alert such as on low and high blood glucose level. The customer was also reported that cannula was full of blood when infusion set was removed. The insulin pump will not be returned for analysis.